Event description:
It was reported that the procedure was to treat a slightly tortuous subclavian artery lesion. A 6.0x40mm armada 35 pta balloon dilation catheter (bdc) was prepared before patient use as per the instructions for use without issue. The bdc was advanced to the target lesion for pre-dilation without issue. However, after two inflations to nominal pressure, air flowed back into the indeflator due to a leak. An additional 6.0x40mm armada 35 pta bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.